Event description:
The local fire department responded to a 911 that was placed by the account. When the fireman arrived at this account the pt had their head stuck in the left head siderail. The fireman alleged that they had to cut the post in the middle of the siderail in order to free the pt. It was reported that the pt sustained a scrape on the face and a swollen lip as a result of the incident.